Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00329 for device 2. On (B) (6) 2010, the patient was implanted with an scs system. On (B) (6) 2010, it was reported that the patient experienced persistent itching along the lead site down to and including the ipg pocket. The territory manager met with the patient and did not observe any redness, swelling or oozing. The pt was scheduled to take an allergy test but cancelled the appointment. The territory manager will reschedule the patient. No other information is currently available.